Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed/error/alert occurred on (B)(6) 2023 for transmitter with serial number 8s3gx5. However, transmitter with serial number 8clh8t was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.